Manufacturer narrative:
(B)(4). Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Insulin pump received with missing reservoir tube o ring, fading serial number label, broken reservoir tube lip and peeling keypad overlay. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the insulin pump would not react after replacing the battery and the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.